Event description:
The field service rep replaced the worn waste outlet tube assembly on the cell-dyn analyzer. The analyzer is within specification. There is no direct exposure or injury reported for this issue. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this complaint is no longer reportable.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer stated that he had not eaten all day and passed out while he was at the store. The customer stated that his blood glucose levels were in the 60 mg/dl range when the paramedics arrived. Nothing further was reported.